Event description:
Pin came out of brush head into mouth [device breakage]. No adverse event. Case description: a consumer reported that while their partner was using an oral-b rechargeable toothbrush, version unk, the pin came out of the oral-b brush, version unk. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.